Manufacturer narrative:
Medtronic received additional information that the reason for replacement was severe aortic insufficiency and stenosis. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years 11 months post implant of this 27mm aortic bioprosthetic valve, it was replaced valve-in-valve with transcatheter aortic valve for unknown reasons. No additional adverse patient effects were reported.